Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the hp accidentally started the initial drain cycle prior to having their transfer set connected to the pt line of the homechoice set. After noting this, the hp connected self to the setup. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp.